Manufacturer narrative:
Investigation summary three physical samples where received for evaluation from material number 303369, lot number unknown. A device history review could not be completed as no batch number was provided. A visual/microscopic evaluation was performed on the returned devices, no physical or molding defects were observed. No damaged was observed to the threads or the micro threads. There were no missing or damage to threads or the micro threads or to the luer lock ears. The returned devices did not display any adverse characteristics that would contribute to the defect the customer experienced. It is unknown what kind of connector was used during the reported incident; therefore, it is impossible to verify if a compatible connection device was used during use. The defect connections issues was not confirmed. The need for a corrective action cannot be determined in the absence of the root cause. Risk to the end user is established based on occurrence and severity of the defect as related to a specific failure mode in the manufacturing or application process and the effects of that failure. The risk could not be evaluated for the unconfirmed defect in the absence of the root cause. H3 other text : see h.10.

Event description:
It was reported that 3 bd¿ threaded lock cannulas had loose connections with their mating components during use. The following information was provided by the initial reporter, translated from japanese to english: "during using the threaded lock cannula, the hcp noticed that its connection became loose and thus stopped the use."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 bd¿ threaded lock cannulas had loose connections with their mating components during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during using the threaded lock cannula, the hcp noticed that its connection became loose and thus stopped the use."